Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
The information was received from the health care professional via a manufacturing representative regarding a part used for spinal therapy. It was reported that the instrument was broken during the surgery. Their was no further information available.